Event description:
Boston scientific received information that this right ventricular (rv) lead displayed increased threshold and poor sensing measurements for many years. The patient with this lead had refused a lead revision. During a recent device upgrade procedure, the physician observed that the rv lead had become dislodged at some point in the past. The rv lead was surgically abandoned and replaced without complication. No adverse patient effects were reported during the procedure.

Event description:
Additional information was received that this lead was ultimately explanted and returned to allow for reliability analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. The lead was returned, severed 273mm from the terminal pin, with only the proximal segment returned. Dried body fluid was found in the lead lumens. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.